Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed failed self-test. The caller reported that the insulin pump was dropped multiple times. The customer's blood glucose was unknown at the time of incident. The caller performed self test and the insulin pump failed. The caller was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test due to faulty electrical component on the radio frequency board. Unable to perform blood glucose meter test due to rf pic failed alarm. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and no weird noise anomaly or vibration anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.